Event description:
It was reported the atrial lead was damaged during laser extraction of the right ventricular lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949, implantable tachy lead, (B)(6) 2007; 4194, implantable pacing lead, (B)(6) 2005; d284trk, implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).